Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for a gripper actuation issue and a gripper line break. It was reported that there were no issues noted during device preparation. The mitraclip procedure was to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip was advanced, and several grasping attempts were made. While actuating both grippers the anterior gripper did not go up. The clip was pulled back into the left atrium and the gripper did not go up again. After several attempts, the clip was taken out. Outside of the anatomy the gripper did not work and one gripper line was cracked. Two clips were implanted and mr was reduced to 2-3. There was no clinically significant delay in the procedure and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
The device was returned and investigated. The reported difficult to open or close (gripper actuation ¿ single) and the gripper line break were confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the confirmed gripper actuation issue appears to be due to the gripper line break. A cause of the confirmed gripper line break could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.